Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2016; 693565 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular lead. The lead was explanted. It was also noted that the lead used for his bundle pacing had high thresholds. That lead was also explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.